Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. The log files were reviewed and showed the driveline communication faults on (B)(6) 2025. The customer was instructed to switch out the modular cable and system controller to see if it resolved the issue. A picture of the pins of the modular cable connector were to be taken. The system controller and modular cable were exchanged without issue. The fault went away and had not returned. A picture of the modular cable connector was unable to be taken. There was no obvious damage in the connector but it was noted to be a bit dirty along the threads. The alarm resolved post exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the log file. The reported contamination in the modular cable inline connector was confirmed via inspection. The associated system controller event log files were reviewed, and relevant timestamps spanned approximately 2 days (16:10:48 on 13jun2025 to 13:57:35 on 15jun2025). At 10:21:56 on 15jun2025, a driveline communication fault alarm activated, associated with a communication a fault. This alarm resolved as the driveline was disconnected at 13:28:00 on 15jun2025, and the controller was shut down at 13:28:40. Shortly after, the system controller was booted once more, and the driveline was reconnected at 13:47:09 on 15jun2025. The system controller operated the pump without issues or alarms activating. At 13:57:21 on 15jun2025, the driveline was disconnected once more for a system controller exchange, and the controller was shut down at 13:57:35. The pump maintained a speed within the expected range while the driveline was connected. Upon initial inspection, the modular cable was found to have damage to the outer polyurethane jacket, exposing the underlying armor layer, and the modular cable inline connector and polyurethane jacket were found to be discolored and red. Additionally, when reviewing the pump inline connector, contamination along the threading was noted. This did not affect the mechanical security of the modular cable to driveline connection. The modular cable was tested with the returned system controller on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the internal wires of the returned modular cable was tested, and the modular cable did not pass. The outer jacket and underlying layers were removed for inspection of the underlying wires, and three breaches in the insulation of the communication a (green) wire were found. The conductor exposed within the breaches was damaged but remained intact. Additional information stated that there have been no issues since the system controller and modular cable exchange. Although the reported event was unable to be reproduced, the root cause was determined to be due to damage to the communication a wire. The root cause of the contamination in the modular cable inline connector could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number: 8110421, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. Heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU (rev. D) section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook (rev. A) section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.